Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision procedure. The patient had lost weight and was complaining of discomfort at the pocket site. The patient's weight loss was not device related. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well following the procedure.